Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezl0971 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported by the rep that the alleged incident occurred as follows: (B)(6) 2016, power PICC solo was inserted on 3rd attempt into patients right basilic vein for IV antibiotics (for toe osteomyelitis) on (B)(6) old other wise healthy female. (B)(6)2016, patient complained of tenderness under the right axilla and later of swelling and discoloration of right hand. Ultrasound was done confirming dvt from basilic (back down brachial) and up axillary subclavian veins and beyond. Patient IV antibiotics were stopped and put on oral antibiotics. Patient was transferred with dalteparin sc/ warfarin po. On (B)(6) 2016, PICC was removed without difficulty and placed into biohazard bag. Patient will remain on oral anticoagulant therapy for months.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of dvt is inconclusive and cannot be verified. One 4 fr s/l powerpicc solo was returned for investigation. It was reported that the catheter was in the patient for less than one month before the patient complained of tenderness under the right axilla and later of swelling and discoloration of right hand. Tape residue was observed on the bump tubing between the molded hub and the 5cm depth mark. The 4cm depth marker was partially worn from the catheter. Residue from use was also observed on the external surface of the tubing near the 10cm, 14cm, and 32cm depth marks. Blood residue was observed within the distal tip of the catheter. A functional test showed that the catheter was patent to infusion and no leaks were identified in the catheter. The exact cause of the reported issue is unknown. Central venous and peripherally inserted central catheter placements induce factors, such as endothelial trauma, stasis, and platelet adhesion that can provoke thrombus formation. Other potential causes of upper extremity dvt include malignancy, recent surgery or trauma, hormone-induced coagulation abnormalities, venous thoracic outlet syndrome, and effort-related thrombosis (paget-schroetter syndrome). The product IFU lists thromboembolism and venous thrombosis as potential complications. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.